Manufacturer narrative:
Updated event description with additional information.

Event description:
Additional information was received from a consumer indicating the steps taken to resolve the empty pump included the patient calling the pain management medical center. The patient was seen the next day and the pump was filled. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up had been conducted to identify what steps were taken to resolve the empty pump, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving morphine (15 mg/ml, 2.115 mg/day, and unknown lot number) and clonidine (10.0 mg/ml, 1.40 mg/day, and unknown lot number) via an implanted infusion pump. The indication for use was noted as spinal pain. It was reported that the patient heard a critical alarm every 15 min. Telemetry was not yet performed as an 8840 was not available. The patient stated that the pump was alarming, because the pump was empty and the patient was having a difficult time finding a new physician to fill the pump. It was later reported by the patient that they were in a lot of pain and started to hear the single alarm a couple of days prior (B)(6) 2015). The patient started to hear the dual beep on the date of the report and the pain returned on (B)(6) 2015. The patient had an appointment with a healthcare provider (hcp) on (B)(6) 2015. Follow-up has been conducted; I f additional information is provided a follow-up report will be submitted.